Manufacturer narrative:
An event of sticking leaflets and leaflet dislodgement was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It is possible due to user techniques causing the leaflet to dislodge when testing the leaflets for functionality and/or while rotating the valve. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that (B)(6) 2025, a 19mm sjm regent heart valve w/ flex cuff was chosen for an aoric valve replacement with a mitral valve repair. During procedure, the valve parachuted easily and the root was not too small and the 19 regent fit well. They removed the holder with handle, tested leaflets with leaflet tester, leaflets did not want to open. The rotated the valve about 10 degrees clockwise with valve holder. It was noted that one leaflet was dislodged. They explanted the valve and replace with another 19mm sjm regent heart valve w/ flex cuff. The leaflet did not break and was removed safely and they did not try lo reinsert the leaflet. The replacement valve was implanted successfully. There was some delay to remove valve and implant another but no effect on the patient. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that (B)(6) 2025, a 19mm sjm regent heart valve w/ flex cuff was chosen for an aoric valve replacement with a mitral valve repair. During procedure, the valve parachuted easily and the root was not too small and the 19 regent fit well. They removed the holder with handle, tested leaflets with leaflet tester, leaflets did not want to open. The rotated the valve about 10 degrees clockwise with valve holder. It was noted that one leaflet was dislodged. They explanted the valve and replace with another 19mm sjm regent heart valve w/ flex cuff. The leaflet did not break and was removed safely and they did not try lo reinsert the leaflet. The replacement valve was implanted successfully. There was some delay to remove valve and implant another but no effect on the patient. The patient was reported stable.